Manufacturer narrative:
The reported event of a sensing anomaly was confirmed via review of the egms printed in the field. High impedance was noted at implant and may have been due to the lead - device connection or placement of the lead within the heart. This may have made the ICD more susceptible to crosstalk. The header's wires were x-ray inspected; no anomaly was seen. Testing on the bench, automated electrical testing, and testing in a saline solution found no anomalies. The tests revealed normal device characteristics.

Event description:
It was reported that during the implant procedure, crosstalk was occurring after atrial paced events. The next day, an lv epicardial lead was being implanted. During that procedure, a new device was implanted. The oversensing and crosstalk was gone.

Manufacturer narrative:
Na